Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed noise that occurred while the patient was receiving treatment by a chiropractor. The device inhibited pacing and delivered an inappropriate shock as a result of the oversensing. A guidant technical services consultant discussed potential noise sources associated with the chiropractic treatment. No adverse patient effects were reported. No subsequent noise has been reported to date, either.